Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a g5 gas module dropped due to a mounting issue. The device was not reported to be in use on a patient.

Manufacturer narrative:
H10: the issue was resolved by the fse re-inserting and fixed the mounting pod. He also carried out performance assurance tests. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.